Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the inner and outer blades of the burr were returned. There was melting evident on the sluff chamber. There was debris present on the inner blade and around the shaft.  An analysis of the customer provided images confirmed the batch number of the device and the reported melting.  A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The complaint was confirmed. Factors that could have contributed to the reported event include insufficient irrigation or lack of irrigation. No containment or corrective actions are recommended at this time. Reference: (B)(4).

Event description:
It was reported that during the surgery, in less than one minute after the blade was used the colloid melted at the interface between the blade and the wire. No patient injuries or delay reported. Smith and nephew back-up device was available to complete the surgery. Results of investigation have concluded that there was debris on the inner blade, which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.